Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported that during a radiofrequency ablation procedure on (B)(6) 2025, the generator could not produce sufficient heating. As a result, the procedure was abandoned.

Manufacturer narrative:
The reported event was not confirmed. The returned device functioned as intended during evaluation. Review of the logs shows a "grounding pad detached" error but was not reproduced during the investigation. The temperatures are lower during pulse rf and is an expected range for this type of ablation. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.